Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: one sample was received for evaluation. No other samples were received and therefore, could not be evaluated. A visual inspection was performed on the received sample via the naked eye, and all components were placed according to the product specification, however, it was identified that the tubing had a hole. Due the nature of the sample received; no additional test could be performed. The reported condition was verified. The cause of the reported condition was determined to be a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The customer stated: "this is a recurring event since (B)(6) 2020". (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets presented a hole in the tubing which caused leaks of saline solution. This was identified during preparation. There was no patient involvement. No additional information is available.